Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (serial#: ID# (B)(6), lot#: 62890f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there were two capsules that failed to attach. The first capsule was found in the patient's stomach and retrieved by using a "basket". The second capsule could not be located in the patient's esophagus or stomach. The physician suspected the capsule may be in patient's trachea and called emergency services to take into the hospital. Patient underwent an x-ray and it was determined the capsule was in the intestine. Patient did not experience any discomfort (choking, coughing, regurgitating) remained under anesthesia for the entire time and did not wake up until the arrival at the emergency room.

Manufacturer narrative:
Additional information: a2 (age at event), a3a, a4, b5, b6, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. A photo was also provided. Visual inspection of the delivery device and capsule found no notable conditions. Visual inspection of the returned photo noted an image of the bravo packaging, the lot number and the capsule ID match the numbers associated with the complaint device. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there were two capsules that failed to attach. The first capsule was found in the patient's stomach and retrieved by using a "basket". The second capsule could not be located in the patient's esophagus or stomach. The physician suspected the capsule may be in patient's trachea and called emergency services to take into the hospital. Patient underwent an x-ray and it was determined the capsule was in the small bowel and with time should have left the body. Patient did not experience any discomfort (choking, coughing, regurgitating) remained under anesthesia for the entire time and did not wake up until the arrival at the emergency room. Patient was now doing well.